Manufacturer narrative:
Concomitant products: (B)(4) stent graft implanted: (B)(6) 2014, (B)(4) stent graft implanted: (B)(6) 2014, (B)(4) stent graft implanted: (B)(6) 2014.

Event description:
It was reported that the implantable pulse generator (ipg) experienced an electrical reset after undergoing radiation therapy. The patient was being brought to the clinic to clear the reset and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.